Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient stated the handset connected to the pump quickly for about the first 10 days after implant. The patient stated after that, the handset would lag/freeze at 90% when they were trying to deliver the bolus. An agent reviewed and assisted the patient with deleting the data. The patient was able to connect to the pump with no lag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting it did not get to 100% when trying to pair to her pump and that sometimes it takes 8-10 minutes to load/connect. Additional information was received from the patient reporting they had to call before because the handset would not connect and they would have to go in and clear data quite often. Patient confirmed they just recently cleared the data in the device.